Manufacturer narrative:
The additional 2 proglide devices referenced are being filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with three proglide devices with a 6f sheath after a peripheral intervention procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of the first two proglide devices. The suture of the third proglide was deployed; however, the suture did not take and came out. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.